Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Patient presented approximately 6 months post tha with pain in left hip. Xrays revealed significant subsidence of femoral implant. Patient was scheduled for revision arthroplasty that was performed today. The stem was grossly loose and came out easily. A securfit #10, 127 degree stem was implanted along with a standard delta head.

Manufacturer narrative:
An event regarding subsidence and loosening involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event and exact cause of the event could not be confirmed or determined due to a lack of available information. Further information such as return of device, x-rays, operative reports and medical records are required in order to make a determination of the root cause. If further information becomes available and/or the product is returned, this investigation will be re-opened.

Event description:
Patient presented approximately 6 months post tha with pain in left hip. X-rays revealed significant subsidence of femoral implant. Patient was scheduled for revision arthroplasty that was performed today. The stem was grossly loose and came out easily. A securfit #10, 127 degree stem was implanted along with a standard delta head.